Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version: 3.18e. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit received with broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with battery cap contact missing, however unit received was properly tested using a test battery cap.